Manufacturer narrative:
D4: correction. H3: the device history record of reported lot numbers 4461417 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The reported issue could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes experienced a kinked cannula over the weekend that required replacements and stated to have received a pump error alarm. The issue was resolved by changing the cleo tubing. No patient harm/adverse event was reported.